Event description:
It was reported that while preparing for a da vinci si hysterectomy procedure, while the site was moving the patient side cart, the blue fiber cable was damaged and a system communication fault appeared. The patient had been under anesthesia and the port incisions had been made when the surgeon decided to abort the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering confirmed that the blue fiber cable was damaged as the connector was found to be separated from the cable. The patient side cart (psc) fiber cable connects the psc to the other da vinci system components, such as the vision side cart and the surgeon side cart. The system was repaired by replacing the affected psc fiber cable. As of dec 27, 2010 there have been no reported recurrences of the issue at this hospital.